Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensor, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an alarm issue with the adc device. The caregiver reported that the high/low glucose alarm was failing to trigger, and due to this customer was unaware when they became hypoglycemic. The customer experienced seizure and loss of consciousness, and required treatment of glucagon injection by both third-party and healthcare professional. There was no report of death or permanent injury associated with this event.